Event description:
A home pt contacted baxter's tech svc ctr reagrding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of his automated peritoneal dialysis therapy. Per initial report, the home pt started the initial drain cycle prior to connecting his transfer set to the pt line of the homechoice cassette. Baxter's tech svc ctr assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Baxter's product surveillance dept will attempt to ensure that proper procedures are reviewed with the home pt.